Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per complaint trending process. Radiographs were provided and reviewed by a radiologist. The review identified a medial compartment hemiarthroplasty with dislocation of the radiolucent liner anteriorly and inferiorly. No fracture seen. Metal on metal appearance is present. Degenerative changes of the lateral and patellofemoral compartment. Multiple prepatellar soft tissue calcifications. Contributing factors of event: ¿ oa. Medical records were provided and reviewed by a health care professional. The initial surgery review identified no intra-op complications/events. No op note were received for the revision surgery. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that approximately 16 years post the initial knee arthroplasty, the patient underwent a revision due to bearing dislocation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10 - associated medical devices: oxford ph3 cementless fem sz m; item# 154926; lot# 1149304. Oxf ph3 cementless tib sz c lm; item# 154917; lot# 1094297. G2 - foreign: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.